Manufacturer narrative:
The reported complaint of the autopulse displaying ua07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and in the archive review. The issue was attributed to the defective load cells. The load cells were replaced to remedy the issue. Visual inspection was performed and found that the load plate cover is defective. The autopulse is a reusable as well as serviceable device therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Archive review showed multiple ua0 (discrepancy between load 1 and load 2 too large) error messages on the reported event date on (B)(6) 2017, thus confirming the reported complaint. Functional testing was not able to be performed due to ua07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering up of the device. The root cause of the issue was due to defective load cells. The load cells were replaced to remedy the issue. Following service and replacement, the autopulse was functionally tested and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported for autopulse with serial number (B)(4). (B)(4) reported on 10/11/2013 and (B)(4) reported on 06/11/2012. The load cells were replaced to remedy these complaints.

Event description:
It was reported during shift check that the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message. Customer stated that the error message could not be cleared. No patient involvement on this issue.